Manufacturer narrative:
The customer provided physio-control with some of the patient information. Fields a2, a3, and a4 have been updated. The customer confirmed that the patient is deceased; however, the device use did not contribute to the outcome of the patient.

Event description:
The customer contacted physio-control to report that their device displayed a "connect electrodes" message while they were using it on a patient. As a result, defibrillation therapy may have been unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device will be returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device displayed a "connect electrodes" message while they were using it on a patient. As a result, defibrillation therapy may have been unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.